Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility reported to a company clinical applications specialist increased incidents of post-operative diffuse lamellar keratitis. A staff technician indicated mold was observed growing in the aspiration instruments and the previous technician was not cleaning and sterilizing the instruments but rather rinsing them in the ultrasonic cleaner and placing them on the surgical tray for the next procedure. One of the patients diagnosed with diffuse lamellar keratitis did not purchase the post-operative antibiotic and steroid eye drops as instructed by the physician.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. The root cause could not be determined conclusively. The contributing factors could be a poor sterilization of instruments, surgical techniques or the missing use of preoperative and postoperative medications by the patient. No technical root cause can be identified. The manufacturer internal reference number is: (B)(4).